Event description:
It was later reported the patient was doing well. It was reported the patient¿s reprogramming took place over several months. It was also stated the lead revision was needed due to a lack of therapeutic effect.

Event description:
The caller reports never having therapeutic effect. Caller reports no stimulation sensation. Patient typically only feels when she increases. It was reported the patient had no response and tried all of the programs since she was implanted in (B)(6) 2012. It was stated the patient had ¿not really had any relief and that she had known about this for several months because of the programming.¿ the patient had a lead revision on the day of report, and when they removed one lead, it fractured and part of it was still left in.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient: product ID 3093-33, lot# v580647, implanted: (B)(6) 2012, product type: lead; product ID 3093-33, lot# v580647, implanted: (B)(6) 2012, product type: lead. (B)(4).